Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.

Event description:
The following was published in the article "a difficult case of infected femoral pseudoaneurysm," which was published in the japan surgical association 2016 vol.77, no.5, page 1049 to 1052 issn: 1345-2843: the patient complained of left leg weakness and was admitted to another hospital. Percutaneous catheterization was performed due to significant stenosis of right internal carotid artery (rt-ica) via right femoral artery (rt-fa) puncture. An angio-seal vascular closure device was deployed at the puncture site for hemostasis. Later, the patient presented with a fever and an increased inflammatory reaction. Redness and induration around the puncture site was confirmed. The patient was referred to this hospital after an infected pseudoaneurysm was diagnosed. An abdominal contrast enhanced computed tomography (CT) was performed, and a pseudoaneurysm with a diameter of 33mm was confirmed in right common femoral artery (rt-cfa). On the same day, emergency surgical intervention was performed. The rt-cfa was incised and the right superficial femoral artery (rt-sfa) was replaced with a great saphenous vein graft (svg) obtained from lt-fa. During surgery, marked purulence discharged from the pseudoaneurysm. (B)(6) was also confirmed to be (B)(6). Twenty-one days after surgical intervention, the svg was ruptured due to infection and a large hemorrhage occurred. Emergency surgical intervention was performed again. The necrotic area of the ruptured svg was removed, and the resected area in the original svg was replaced with newly obtained svg by end-to-end anastomosis technique. Four days post interposition procedure for the ruptured svg, the remaining svg, which was repaired at the initial surgical intervention, was re-ruptured. An obturator foramen bypass was performed for the treatment using a polytetrafluoroethylene (ptfe) graft with rings for supporting graft wall. The ptfe graft was placed avoiding the infection site. The postoperative course was reportedly uneventful and (B)(6) confirmed in blood culture was absent 47 days after the initial surgical intervention. The infected pseudoaneurysm at the puncture site was completely resolved. The patient was transferred to another hospital for rehabilitation and was then discharged from the hospital.